Event description:
A customer reported an issue with aspiration and unit kept displaying occlusion during a procedure. The case was completed using the same system. There was no harm to the patient.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The customer replaced the tip and handpiece without resolution. The customer then replaced the cassette, reprimed the system, and the problem resolved. The tss advised the customer to call back if the problem persisted. The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is undetermined. (B)(4).